Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump leading to the pump shutting down. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 505 mg/dl the customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2026 with issue resolved and no permanent damage. The customer reverted to an alternate method insulin therapy.